Manufacturer narrative:
**Update** * (B)(4) 2012 patient fact sheet form was received which identified lot information. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The report states: patient was revised to address acetabular loosening. Doi: unk - dor: (B)(6) 2010. Update: (B)(4) 2011 - litigation papers allege on or about (B)(6) 2008-present, patient suffered the following personal and economic injur(ies) as a result of the implantation with the asr hip implant: constant pain, inability to lead a normal life, possible nickel and cobalt poisoning, revision surgeries, numerous doctor visits and future hip problems. Femoral head added to the complaint. Doi identified in litigation papers - (B)(6) 2008. Patients dob identified in litigation papers. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address acetabular loosening.

Manufacturer narrative:
The device associated with this report was not returned. A lot specific complaint database search and/or a review of device history records were not possible as the necessary lot code was not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in (B)(6) 2010 following a hhe (health hazard eval). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.